Event description:
On the rear case of the curlin 6000 cms infusion pump there is a spring pin, which is engaged when the battery door slide clamp is put in the locked position. If one places the device flat so that the battery door is facing up, then removes the battery door the spring pin will be visible. Our concern is that plastic is cracking and chipping off of the rear pump case because of pressure on the spring pin. A broken rear pump case is makes the pump unusable per medical technology resources. This has happened to 7 out of 19 of our curlin 6000 cms infusion pumps. Our facility has notified the MFR, moog. We have also sent pumps to (B)(4) to replace the rear case at a cost of (B)(6) per pump. Please see the attached photo displaying a chipped curlin 6000 cms pump. Serial numbers to all 7 defected pumps: (B)(4).